Event description:
The extremity of the drill bit has broken during the skull bone drilling. The broken piece got stuck in bone and could not be removed. The remaining part of the drill bit will be returned for evaluation.

Manufacturer narrative:
Codman has received the device for evaluation. Upon completion of the investigation, a follow up report will be filed.